Event description:
Customer reported a failed battery test. The blood glucose reading was 160 mg/dl. Customer stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damage or corroded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.